Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated using radio frequency (rf) telemetry. A successful cyber-security update was performed and telemetry was restored. Their were no patient consequences throughout.